Manufacturer narrative:
This lead was surgically abandoned and will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient presented with syncope and when this right ventricular (rv) lead was checked high out of range pace impedance measurements were seen, indicative of a lead fracture. The lead was thus explanted and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed up update the explant date.

Event description:
It was reported that this patient presented with syncope and when this right ventricular (rv) lead was checked high out of range pace impedance measurements were seen, indicative of a lead fracture. The lead was thus explanted and surgically abandoned. No adverse patient effects were reported.